Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1616c124ee, serial/lot #: (B)(4), ubd: 04-nov-2023, UDI#: (B)(4) ; product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 04-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during an endovascular procedure for the treatment of a 55mm abdominal aortic aneurysm. It was reported during the index procedure the evar was completed with no complications, but during the completion of the angiogram a type iii endoleak was observed. As per the physician the cause of the event could not be determined. No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
Additional information received; the patient had a further follow-up CT and the physician still considers there to be a type iii endoleak at the transition level bifurcate. It was noted also the patient has a type ii endoleak from the lumbar and ima arteries. Film evaluation summary: the reported endoleak was confirmed on the images provided; however, the exact cause/source of the endoleak could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer. While a type iii fabric endoleak cannot be ruled out, it is most likely that a type ii endoleak was also present as a result of collateral vessels feeding the aneurysm. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1616c124ee, serial/lot #: (B)(4), ubd: 04-nov-2023, UDI#: (B)(4) ; product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 04-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during an endovascular procedure for the treatment of a 55mm abdominal aortic aneurysm. It was reported during the index procedure the evar was completed with no complications, but during the completion of the angiogram a type iii endoleak was observed. As per the physician the cause of the event could not be determined. No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received ; the type of endoleak was confirmed as a type iiib at the level of the flow divider. No re-intervention has been scheduled as yet. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the images provided; however, the exact cause/source of the endoleak could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer. While a type iii fabric endoleak cannot be ruled out , this would be less likely to have occurred at index. The endoleak appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to a type IV endoleak. It is likely that a type ii endoleak was also present as a result of collateral vessels feeding the aneurysm. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.